Event description:
It was reported that the ilet user experienced difficulty with infusion set application and reported an incorrectly deployed infusion set with blood glucose at 280 mg/dl, while also pausing and stopping the pump frequently. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with education, troubleshooting, and assignment for additional training. Investigation of this case revealed no device problem, but a usage problem was identified, specifically improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.